Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively on a laparoscopic procedure, there was a leaking staple line. It was noted that everything was fine during the operation, but the patient felt sick after 5 days and a second operation was necessary. The patient was still in the hospital at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.